Event description:
Consultant reported a complaint on the t-pal spacer application inner shaft during a procedure. Additional information has been requested. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.